Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No known consequences or impact to the patient, torn material. Evaluation results: visual inspection of the returned product showed the lens was received in liquid and half of it was torn off and missing. (B)(4).

Event description:
The customer reported the cc4204a collamer single piece lens tore as it was placed in the eye. The lens was removed without enlarging the incision and another same model lens was implanted. The reporter stated the event was likely due to a loading error.